Event description:
It was reported by service report that the unit got stuck halfway out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.